Event description:
Second revision surgery - the patient was tight and needed a smaller head to increase the range of motion. Reference first revision (B)(4), date of surgery (B)(6) 2013.

Manufacturer narrative:
The reason for revision was reported as patient's device was tight and needed smaller head to increase the range of motion after 7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. The root cause for the revision was stated, "the device was tight and needed a smaller head to increase the range of motion." There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital disposed.